Manufacturer narrative:
The console associated with this event is being reported under MFR # 2916596-2020-00218. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with centrimag and a sudden "flow below minimum" alarm occurred without any manipulation of the patient or system. At the same time (----) was noted on the rpm display. The clinical team noted that there was no blood flow through the pump and the pump had stopped. The primary console, motor, and flow probe were immediately changed and blood flow was restored. The patient had adequate oxygenation and was hemodynamically stable during the event.

Manufacturer narrative:
Manufacturer investigation conclusion: the report of a "flow below minimum" alarm and a pump stop event (speed display showing "----" rpm) could not be reproduced during testing of the returned centrimag motor (sn l00523-0016). However, the investigation identified motor cable damage which has the potential to result in the reported event. The returned centrimag motor (sn l00523-0016) was evaluated and tested at the european distribution center (edc). Visual inspection of the returned motor revealed damage to the motor's cable, adjacent to the motor end bend relief. The damage revealed the cables metal shielding, indicating extensive damage. Although the root cause of this damage could not be conclusively determined, it appeared consistent with handling as well as extensive wear and tear. It was noted that the returned motor was over 10 years old. Due to the extensive cable damage, full testing could not be performed. However, the motor was operated with the returned centrimag primary console sn (B)(6).during operation, atypical noise, which is consistent with the observed motor cable damage and indicates conductor breakdown in the motor's wires. Although the reported event was not reproduced, the observed motor cable damage can result in insufficient pump support and atypical pump stop events. The defective motor was scrapped. Similar reports of motor cable damage have been documented and corrective action (CAPA) has been initiated to address the issue. The returned centrimag motor was manufactured prior to the implementation of the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.